Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using seeker. During the procedure, the seeker catheter was allegedly unable to remove and need to remove forceful and observed structural damage to the catheter with the radiopaque ring. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo review was received and reviewed. The photo shows the seeker catheter. In that image the middle of the catheter noted to be stretched and detached into two segments. The marker band appears to be attached correctly, and catheter hub were visible in the provided photo. Blood residues were seen throughout the catheter. No other anomalies were noted. Based on photo review, the investigation is confirmed for reported material deformation and detachment and also the investigation is confirmed for reported retraction problem as the stretched catheter is indicative of retraction problems. However, the investigation is unconfirmed for the reported device dislodged or dislocated as the marker appears to still be attached correctly. A definitive root cause for the reported material deformation, retraction problem, device dislodged or dislocated and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a recanalization procedure using seeker. During the procedure, the seeker catheter was allegedly unable to remove and needed to remove forceful and observed structural damage to the catheter with the radiopaque ring. The procedure was completed using another balloon. There was no reported patient injury.